Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient injected with 2mls of juvéderm® voluma¿ xc into the cheeks and 0.5mls of juvéderm® volbella¿ xc into the lips. The packaged needle and syringe were used for the voluma injection while the volbella product was backfilled into two comfortix 0.5cc syringes for the injection. About three and a half months after injection, patient experienced a right non-device related ear infection due to flying and was prescribed amoxicillin. About a week later, patient underwent a dental implant procedure and was placed on amoxicillin again. About a month and a half later, the patient experienced initial minimal swelling and tenderness and was advised to watch and wait. The following day, the swelling and tenderness had increased and sinus tenderness and palpable nodules in the lips and cheeks were also noted. Patient was prescribed a medrol dose pack and augmentin. Two days later, the swelling and tenderness was down and patient continued regimen. 5 days later, there was a recurrence of the swelling and tenderness with nodules. Patient was prescribed 40mg prednisone for 5 days. Patient was also placed on doxycyline for a recurrent non-device related sinus infection the same day. On that same day, patient underwent a dental x-ray to rule out gum or tooth infection. Results were negative. The next day patient was injected with 3.5 vials of hylenex in the lips and cheeks. Three days later the swelling was down and patient was taken off prednisone but still using doxycycline. Events ongoing.